Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high defibrillation impedance. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. Final analysis found a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal short. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.